Event description:
A customer from (B)(6) notified biomérieux of false susceptible vancomycin results when testing an enterococcus faecium strain, isolated from a patient rectal swab, with vitek® 2 ast-p586 test kit (reference 22276). The strain was tested three times on the ast-p586 card and gave susceptible vancomycin results each time. As part of the customer's vre screening. The strain was also tested with: - etest vancomycin va256 and the mic obtained was 8 mg/l, which corresponds to a resistant result. - diffusion disc which gave a resistant result. The customer reported that the patient was known to have vre (vancomycin resistant enterococcus), so the expected result was resistant vancomycin. The customer stated that the vre screening for high risks patients implicates several alternative methods (etest, diffusion disc). The customer reported that there was no incorrect treatment given and that there was no patient injury or harm due to this discrepant result. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal biomérieux investigation was initiated due to false susceptible vancomycin (va) on vitek® 2 (v7.01) ast-p586 cards involving an enterococcus faecium strain. The reference method (broth microdilution, bmd), which was the method used for vancomycin development (formulation va04n) on the vitek 2 ast-p586 card, gave: bmd va mic = 8 mg/l r. On the vitek 2 v7.0 (aes parameters : global european based + phenotypic), two (2) vitek 2 ast-p586 cards (customer lot cl 3660477403 + random lot rl 3660410203) were tested. Cl : va mic <= 0.5 mg/l s with "wild" glycopeptides phenotype. Rl : va mic = 1 mg/l s with "wild" glycopeptides phenotype. The false susceptible vancomycin on vitek 2 was reproduced on both lots tested. These results are an essential agreement error comparing to the reference result leading to a very major category error. The underestimation of vancomycin on the vitek 2 ast-p586 card was confirmed in-house. This underestimation leads to a non-detection of the van b like phenotype. A complaint and trend review were performed. No further action was deemed necessary at this time.